Event description:
On (B)(6) 2022, physician discovered that patient had an infection at the incision site. The physician elected for an explant of the device while patient heals. The explant was performed (B)(6) 2022.

Event description:
On (B)(6) 2022, physician discovered that patient had an infection at the incision site. The physician elected for an explant of the device while patient heals. The explant was performed (B)(6) 2022.